Manufacturer narrative:
Evaluation summary: the device history record (DHR) shows the product was released per specifications. The returned sample was visually inspected and no obvious defects were found. A console representing the current software version was used to test the sample. The console did not recognized gray rfid tag on the probe assembly, the black rfid could be recognized. 2500cpm was displayed on the console display. A block reader was then used to interrogate the rfids' programmed information and the gray connector was found to be blank on the rfid tags. The black rfid was found to have written data on the tag. A blank rfid tag or if the rfid tag was not written will result in the customer's experience. The customer's event was confirmed. The root cause of the customer's complaint is likely related to a misstep in the supplier's manufacturing process.

Event description:
A customer reported a vitrectome reached 2500 cuts instead of 5000 cuts. The grey connector remained blue instead of turning green. Surgery was completed with a new vitrectome. There was no negative consequences for the patient. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available.